Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) depending on the patient's position. The physician decided to add an epicardial lead. The lead remains in use. No additional adverse patient effects were reported.